Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the case was for two vertebrae on level l4 - l5. During the case there was deviation at right l4. No patient harm was reported.